Manufacturer narrative:
One tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip had been fractured and detached. The tip was confirmed as being intact throughout the procedure and after removal from the patient. Although the root cause cannot be conclusively determined, it is possible the catheter was potentially damaged by the user during removal from the packaging due to interaction with the packaging design. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Upon product investigation, the distal tip of the catheter was noted to be detached, however further information received from the field confirmed that the catheter was intact when it was removed from the patient. During the atrial fibrillation procedure, the contact force parameters were displayed in purple on ensite. The tactisys was restarted, and the catheter connections were checked, but the issue still remained. The device was replaced, and the procedure was completed with no adverse consequences to the patient.